Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit unable to prime during the prime test and a compromised forced sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, cracked end cap.